Manufacturer narrative:
According to the customer, the arterial line was being placed and the cannula shaft bent and "broke off from the proximal end of the product". The customer reported the product was removed and a new catheter was placed. The customer reported there was "no impact to the patient" and "no impact on postop recovery". Sample was requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the arterial line was being placed and the cannula shaft bent and "broke off from the proximal end of the product".